Manufacturer narrative:
B5- this was reported in error. New information has clarified that the details documented in the report were intended for the initial lens implant. The replacement lens ((B)(6)) for MFR report # 2023826-2023-05717 was implanted, and the problem resolved. There was no "blur vision for distance and near" after this lens was implanted. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -12.5/3.0/095 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023 as a replacement lens to address lens rotation and refractive surprise. For status of the eye (signs/symptoms) the reporter stated "blur vision for distance and near". Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).